Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/4 was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 4. The patient had three bags connected, with solution in the heater bag only. The patient stated they didn't disconnect and didn't have any bag disconnects. (B)(4) had the patient cycle power to clear the error. The patient elected to complete therapy with manual supplies. Product surveillance spoke with the patient's caregiver who explained that the lot information was unknown. The caregiver stated there was an air bubble in the line between the drain bag and the cassette. The caregiver ended the patient's therapy and drained them the following afternoon. The caregiver stated the patient notified their dialysis nurse. No injury or medical intervention was reported.